Event description:
It was reported that the latch sensor is defective.

Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was unable to verify or duplicate the reported problem. The device passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.